Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting, won't power up) was confirmed. Upon evaluation, the monitor was constantly resetting. It was determined that the arm processor was unable to bootstrap to the dsp through the shared memory. The arm processor was reset each time the dsp could not receive the signal to perform all necessary functions. The root cause for the faulty shared memory cannot be positively determined, but is likely due to a random component failure on the computer analog board. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's monitor kept going back and forth between a white and blue screen, and would not power up. The patient was issued a replacement monitor.